Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced migraines and pain in the body. The patient was prescribed with medication and was doing well.